Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve capture suggesting a perforation and a small hematoma. The right ventricular (rv) lead exhibited an increase in impedance and was found to have dislodged. The hematoma was evacuated, and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.